Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for an elective upgrade because the physician decided to use a non bsc lead and needed a quadripolar device. The crt-d was returned for analysis with no allegations of malfunction. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. A review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.